Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.